Event description:
It was reported to philips that during evaluation of the device by a philips fse for an unrelated issue, it was noted that the battery pca pins were sunken in, resulting in an intermittent connectivity to the batteries. There was no patient involvement.